Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was not impacted. The customer declined further assistance with tandem technical support, and stated the cartridge will be reloading to resume insulin therapy.